Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the unit will not discharge when the shock button is hit during operations check. There was no pt involvement.